Manufacturer narrative:
Analysis & conclusions: per customer: when the test kit lot (box) was first opened, external controls (high positive, low positive and negative) were run and produced appropriate results. After getting a positive result on a patient sample and a negative result on repeat testing, another external negative control swab was tested and produced a positive result. Based on negative control swab, customer agrees possible sample related contamination. Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer reported that one of the docks produced a positive result. They recollected the sample approximately 5 minutes after the first sample/test was completed. They ran the test on a new sample using the same dock. The recollected sample produced a negative result using the same dock. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Analysis & conclusions: per customer: when the test kit lot (box) was first opened, external controls (high positive, low positive and negative) were run and produced appropriate results. After getting a positive result on a patient sample and a negative result on repeat testing, another external negative control swab was tested and produced a positive result. Based on negative control swab, customer agrees possible sample related contamination. Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer reported that one of the docks produced a positive result. They recollected the sample approximately 5 minutes after the first sample/test was completed. They ran the test on a new sample using the same dock. The recollected sample produced a negative result using the same dock. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.